Event description:
The facility reported to customer service an infusion pump with depleted battery. The event is reported to have occurred during bio-med testing. The customer reported no injury or medical intervention.

Manufacturer narrative:
The pump was returned for service. Baxter service replaced the pump head mechanism. . Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is being investigated under CAPA #mdq-CAPA-164 which was initiated on july 28, 2005.